Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump in to charge with the usb cable and wall adapter. Reportedly, the customer was able to charge the pump with an alternate usb cable and wall adapter. Customer's blood glucose was 193 mg/dl.